Event description:
Reporter alleged blood glucose measured 116 mg/dl back to back with a result of 226 mg/dl when testing was performed within 5 mins of each other. No treatment was rec'd or actions taken reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.